Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's granddaughter contacted lifescan (lfs) alleging that the cap of the pt's onetouch ultrasoft lancing device was broken. The medical surveillance specialist (mss) spoke with the reporter on december 7, 2009 and obtained the following info. The pt's granddaughter did not know when the alleged issue with the reported product began. The reporter was also unable to confirm if the pt discontinued testing her blood glucose as a result of the alleged issue. The reporter stated that the pt generally tests 2x/day and manages her diabetes with insulin (novolin 2x/day). The pt's daughter stated that the pt lived in another city at the time the alleged issue started and, therefore, did not know if the pt made any changes to her diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged issue started, the reporter stated that the pt developed symptoms of fatigue and feeling shaky; symptoms she associated with a low glucose. It is not known if the pt tested her blood glucose at the onset of symptoms; however, the reporter claimed that the pt most likely treated self with food and/or drink in response to the symptoms. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct cap and that there was no known misuse to the product. A replacement product was sent to the pt. This complaint is being reported because the pt claims she developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.